Event description:
It was reported that the user accidentally displaced the center component of an inset infusion set during a supply change, resulting in an incorrectly deployed infusion set that required guidance to complete a site change, after which insulin delivery was resumed. Symptoms included none reported. Outcomes included restoration of insulin therapy without alerts or alarms and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user setup error related to the infusion set deployment or connector attachment for the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion and connection.